Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine¿ pen needle had foreign matter like rust on it. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Returned samples were received on 06nov2018, and product lot# was 8030466. DHR reviewed. The production process and in-process inspection showed no the abnormal activities. Checked the retain samples and there are no defect findings. Analyze the complaint return samples, which is black dots of carbide material embedded in the plastic part. This is considered a cosmetic defect and will not impact use of the device. No formal CAPA is needed. Internal corrective action has been taken.

Event description:
It was reported that a bd micro-fine pen needle had foreign matter like rust on it. There was no report of exposure, serious injury, or medical intervention.